Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recoded an alert in the remote monitoring system for a potential device malfunction. It was noted the remaining longevity had decreased from 32% in december to 15% one month later. Technical services reviewed the available device data and determined the alert was the battery depletion (bd) alert indicating there was an abnormal increase in power consumption. The device was confirmed to be depleting faster than expected. Technical services recommended replacing the device within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recoded an alert in the remote monitoring system for a potential device malfunction. It was noted the remaining longevity had decreased from 32% in december to 15% one month later. Technical services reviewed the available device data and determined the alert was the battery depletion (bd) alert indicating there was an abnormal increase in power consumption. The device was confirmed to be depleting faster than expected. Technical services recommended replacing the device within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was subsequently explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recoded an alert in the remote monitoring system for a potential device malfunction. It was noted the remaining longevity had decreased from 32% in december to 15% one month later. Technical services reviewed the available device data and determined the alert was the battery depletion (bd) alert indicating there was an abnormal increase in power consumption. The device was confirmed to be depleting faster than expected. Technical services recommended replacing the device within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The device was subsequently explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.